Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported that the site got an initial spin with the system, and since it was a large construct, they were taking a second spin, and it did not transfer to the navigation system. They tried to manually send it and got that a manual registration was required even though the scan had a [nav] tag. They attempted to re-spin and got a message that "3d mode is disabled. Navigation connected by not ready". They tried to spin again since they still had all three green indicators on the navigation that it was ready, and this time got a message that '3d mode is disabled. Navigation not connected. Check network connection." They changed the network cable and were still receiving the same error message. The site disconnected the imaging system and navigation system, rebooted both and connected again with the original cable. They were able to transfer the first spin over, but not the second. They retook the spin and it transferred wit hout issue. They attempted to take a third spin, and the image never transferred over to the navigation system. They tried to manually push it since it had a [nav] tag and kept getting a dicom transfer failed. It was noted that they had entered patient information in the middle of the session, and the thumbnail of the third 3d scan was black on the mvs. They decided to proceed with the case using the first two spins and would see if a third one was needed later in the surgery. There was a 30 minute delay in the surgical procedure, and 1 unused 3d scan. No impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: o2 4.2.1 main tenance release sw medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.